Manufacturer narrative:
(B) (4). Device will not be returned for evaluation.

Event description:
It was reported per field service report: pump on patient: symptom - broken. Findings/action taken: found blood back in system. Drain bottle has 1/4 level bloody fluid. Interface block also has blood residue. Order pump assembly and interface block, augmentation valve and chamber, drain bottle and tubing.